Event description:
On 1/18/94, pt underwent anterior l4-5 lumbar interbody fusion with femoral head allograft. During the procedure, a drain was placed retroperitonealy. On 1/21/94, as the drain was being removed, it broke and approx one inch was retained in retropretioneum. Situation was discussed with the pt and the decision was made to leave the piece in place unless wound drainage occurs.